Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, the indwelling needle was found leakage when the nurse performed normal saline exhaust with indwelling needle. Although it had not been used on patients, but the next time such a situation occurs in the use of patients, there would still be some safety risks.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage prior to use. The following information was provided by the initial reporter: on (B)(6) 2020 , the indwelling needle was found leakage when the nurse performed normal saline exhaust with indwelling needle. Although it had not been used on patients, but the next time such a situation occurs in the use of patients, there would still be some safety risks.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9168763 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.